Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter split was confirmed but the root cause could not be determined. Two photographs were returned for evaluation. One photograph was of a product label and the other was a photograph of a powerpicc catheter. Inspection of the catheter photograph found that two circumferentially aligned tears were present on the catheter tubing, less than 1 cm apart from one another. It was unclear from the photo what region of the catheter tubing the tear was located at. No other features of the tear could be discerned and no other remarkable features were observed throughout the photo. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the patient received the catheter on (B)(6) 2025. The catheter insertion length was 39 cm with zero external exposure, and the tip was positioned at t7. During PICC maintenance, leakage was observed at the catheter insertion site. Upon catheter removal, two breaks were discovered at the 15-16 cm mark. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.